Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 240 mg/dl. Customer stated the alarm was resolved by infusion set change. The customer was advised to call back when the alarm reoccurs in order to troubleshoot. Customer reported missing transmitter. The customer was advised the transmitter would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.